Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The test p-cap does not lock properly in place in the reservoir compartment noted. The pump was received with a cracked case (corner of belt clip rails), missing serial number label, cracked battery tube threads, broken reservoir tube lip, missing retainer, missing reservoir tube o-ring, scratched case and cracked keypad overlay. Also, the pump was received with a critical pump error. Unable to perform the displacement test due to the missing retainer and broken reservoir tube lip. Unable to download history files and traces using thus software. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba2 and battery tube assembly noted. In summary, customer alleged cosmetic damaged confirmed. The insulin pump involved in this event is the ngp 640 insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that insulin pump had crack in battery compartment and retainer ring damage as confirmed in product analysis. The customer stated the type of damage was crack. No harm requiring medical intervention reported. The insulin pump was retuned for analysis.